Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence. Customer¿s blood glucose level was 324-325 mg/dl. The customer performed a pump reset, loaded a new cartridge, and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.